Event description:
According to a remaster sae form, it was reported that a patient experienced an onset of symptoms on 24sep2025, the day following a litt procedure that was performed on (B)(6) 2025 including "dizziness and was alert and oriented to self and birthdate only". On (B)(6) 2025, two days following the litt procedure, the patient experienced additional onset of symptoms including "worsening neuro exams, dizziness, and headaches". A CT head scan was completed and hydrocephalus was noted in the third ventricle as well as the bilteral lateral ventricles. That same day, a right frontal evd was placed and the patient was moved to the ICU. Sedation medications were administered for the evd placement and the patient experienced inability to protect the airway, resulting in worsening hypoxia. The patient was then intubated. The patient was monitored with routine CT head scans over the following days. The patient's post-operative neurological exams continued to decline over the next few days and began improving on (B)(6) 2025. The patient was extubated on (B)(6) 2025, the patient was alert, oriented, and following directions.

Manufacturer narrative:
Neurological deficit, respiratory failure, and hydrocephalus are documented perioperative risk for brain surgeries such as MRI-guided neurosurgical ablation. This documentation is available in the neuroblate IFU and in monteris' internal risk management files. No malfunction was alleged; therefore, no device evaluation was performed.